Manufacturer narrative:
H11: per the gfe response below, it appears that the 1102 ¿primary alarm failed¿ error occurred at post. That said this allegation is not reportable as this issue would always be identified prior to putting into clinical use. Again, no harm to patient or user reported.

Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failed error occurred. It was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirmed the reported issue and found that there was a fault with the central processing unit (cpu) printed circuit board assembly (pcba). The asp engineer therefore replaced the cpu pcba and verified that the device returned to full functionality. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).